Manufacturer narrative:
The patient samples from the mother and the newborn were received for investigation. The following results were obtained: elecsys toxo igm: both samples were negative (0.141 coi and 0.142 coi). Elecsys toxo igg: both samples were positive (48.0 iu/ml and 63.5 iu/ml). Elecsys toxo igg avidity: the sample from the mother showed borderline avidity (78.5%), and the sample volume for the newborn was insufficient. Neutralization assay: the sample from the mother was neutralizable. Mikrogen recomline toxo igm: both samples were negative. Mikrogen recomline toxo igg: both samples positive. The customer's positive toxo igg results for the mother and the newborn were reproduced at the investigation site. Extensive analysis revealed that the newborn was not infected with toxoplasma gondii but acquired maternal toxo igg antibodies through the placenta. All elecsys results are considered to be correct. The investigation did not identify a product problem.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6). Calibration and qc were acceptable. Sample material was requested for investigation.

Event description:
There was an allegation of false positive results for 2 patient samples (mother and newborn) tested for elecsys toxo igg (toxo igg) on a cobas e 402 analytical unit. For the mother: the initial toxo igg result from the e402 analyzer was 75 iu/ml (positive). The toxo igg result from the vidas method was 4 iu/ml (indeterminate). The patient has a history of negativity to toxoplasma gondii. For the newborn: the initial toxo igg result from the e402 analyzer was 73.4 iu/ml (positive) with a data flag. The toxo igg result from the vidas method was 5 iu/ml (indeterminate). Toxo dna in blood and urine was not detected; a toxoplasmosis infection was not suspected. A discrepant toxo igg result was also provided for a 3rd patient sample tested on (B)(6) 2025: the toxo igg result from the e402 analyzer was 4.90 iu/ml (positive). The result from the vidas method was 2 iu/ml (negative). The result from the liason method was "negative." The specific result was not provided.